Manufacturer narrative:
Further investigation of the customers issue included a search for similar complaints, accuracy testing and review of labeling. No adverse trends in complaint activity were identified. Review of ticket trending and lot search data identified atypical complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 04032un12. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Additionally, there is not enough information to reasonably suggest a malfunction since retest of the original samples produced acceptable results. No additional issues were identified.

Event description:
The customer observed a false positive for one patient (B)(6) while using the architect stat tropoinin-I assay. The following results were provided: 0.042 ng/ml, 0.004 ng/ml and 0.015 ng/ml. The customer uses a cutoff of 0.030 ng/ml. There was no impact to patient management. The abbott customer service representative helped the customer troubleshoot the instrument and also reviewed the calibrator curves. Nothing abnormal was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). An evaluation is in process.